Manufacturer narrative:
Pump interrogation at medtronic european operations center indicated the pump was delivering baclofen 2000mcg/ml. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a foreign user report, which had been sent to the manufacturer by the respective competent authority. The user report reported that there was ¿poor diffusion of the drug in the catheter¿ and the patient was not relieved. It was confirmed via follow-up with the manufacturer representative that this was in reference to the previously reported catheter leak. It was further reported that there incorrect information on the remote control, which was clarified via follow-up that when interrogating the pump and see the logs, it showed that the pump was refilled even if the pump was only interrogated and the pump was not refilled. The interrogation of the pump was done with the n¿vision programmer.

Manufacturer narrative:
The returned pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump. The indication for use was not provided. It was reported that during (B)(6) 2019, the patient had ¿several withdrawal symptoms.¿ a dosage increase was done by the physician. After the increase, the patient felt better but the withdrawal symptoms reappeared. The physician then did a catheter opacification that showed a leak and they replaced the catheter on (B)(6) 2019. The patient felt well for 11 days, but then felt again a withdrawal. Pump replacement was planned for (B)(6) 2019. It was noted that the first withdrawal episode appeared in august when the patient was outside in their garden, and it was very hot and the patient was dehydrated. The physician thought that was the reason of the withdrawal. Additional information was received via follow-up. It was indicated that the catheter that was replaced on (B)(6) 2019 was implanted at the same time as the pump, but the exact date was unknown. The catheter that was explanted on (B)(6) 2019 would not be returned for analysis as it was discarded. It was also noted that the physician reported being unable to access the catheter lateral port of the explanted pump with the purple needle. It was further noted that the physician reportedly had difficulties in doing the previous opacification of the catheter, and that was why she wanted to try to access the port during the pump replacement. It was requested that this be checked during the pump analysis. Additional information was received in response to a follow-up request for clarification of the reported inability to access the catheter access port (cap). In reply it was indicated that during the pump change procedure, the physician first tried to aspirate csf through the cap and explained to the manufacturer representative that the purple needle didn't fit into it.